Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a controller board issue. A field service engineer replaced the controller board and the latch for the door and reconnected the latch harnesses to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site.

Event description:
It was reported by the customer that the pyxis medstation es system had tower door failure. The customer stated that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.